Event description:
The intra-aortic balloon catheter would not read proper pressure. The manufacturer clinical representative was notified and stated it was probably malfunctioning. We were able to utilize the radial; artery wave form to get the balloon pump to function.the rn was having issues with the automatic zero of iabp. The screen was indicating that it was unable to zero the fiber optic catheter (which is usually an automatic process with the new fiber optic q 15 minutes).manufacturer response for catheter, intra-aortic balloon, sensation: the staff spoke with the representative at the time of event. The representative said "catheter was probably malfunctioning."